Event description:
No blood glucose levels reported. The customer reported a partial blank display on the insulin pump. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with missing segment due to lcd cracked zebra connector. The device also was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.